Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible rupture, pain, hardness," and "fluid around the implant".

Event description:
Healthcare professional reported left side "possible rupture, pain, hardness," and "fluid around the implant". Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white biological tissue, an opening, and crease flat. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified (tear) opening. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp opening on radius due to an unidentified (tear) opening.

Event description:
Device has been explanted.